Manufacturer narrative:
Should new information be received at a later date, this event will be further updated.

Event description:
Boston scientific received information, based on analysis of the associated device see report number 2124215-2015-15630, this right ventricular (rv) lead is likely compromised with potential to replicate the previous clinical anomalies should another shock be required. To date, this rv lead and new device, remain implanted and in service. The field confirmed no dft testing had been performed at the time of the device replacement, which may have alerted the physician to a potential lead integrity anomaly. The field representative has been notified of the boston scientific's recommendations to bring this patient back for additional testing so as to verify then entire system integrity.